Event description:
It was reported that there was a small hole in the fluid warmer drape, which contaminated the fluid used for irrigation. The contaminated irrigation has already been used several times on clean sterile tissue before the hole in the drape was noticed. No patient injury or infection was reported.